Manufacturer narrative:
A ge service representative performed an on site investigation. The fuses and connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported a communication failure error message. This error may result in a sys lock up, no boot, or shut down situation. There is no report of injury or death associated with this event.